Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicating that the voltage was too low for the projected longevity. Technical services (ts) reviewed the reports and confirmed that the device was prematurely depleting. Ts advised device replacement or evaluating the battery life within 90 days. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient complained that the device was beeping. Ts advised that it was due to code 1003 and provided reprogramming options. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicating that the voltage was too low for the projected longevity. Technical services (ts) reviewed the reports and confirmed that the device was prematurely depleting. Ts advised device replacement or evaluating the battery life within 90 days. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicating that the voltage was too low for the projected longevity. Technical services (ts) reviewed the reports and confirmed that the device was prematurely depleting. Ts advised device replacement or evaluating the battery life within 90 days. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient complained that the device was beeping. Ts advised that it was due to code 1003 and provided reprogramming options. The device remains in use. No adverse patient effects were reported.